Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-73051. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed a decrease in pacing impedance and sensing by the both the right ventricular (rv) and right atrial (ra) leads. Additionally, the rv lead failed to capture. A chest x-ray revealed that both the rv and rv leads were slightly dislocated from their initial positions. Programming interventions were made, and the patient was scheduled for lead revision. During the procedure the physician attempted to reposition the rv, however, the helix failed to retract. The rv lead was explanted and replaced. Further information was requested but not received.